Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable materials records, mfg records, storage records, and distribution records. All records revealed the product was manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Based on a record review and all available info, it is determined the 6.5mm revere pedicle screw 45mm design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication that the issue was a result of product defect or malfunction. Add'l lot #: gmh046uf. Add'l device manufacture date: 02/2007.

Event description:
Globus medical, inc. Rec'd notification from a sales rep, via telephone communication, that two (2) globus manufactured screws broke after implantation. A surgeon notified a sales rep that a revision surgery was performed on a female pt on (B)(6) 2010, due to non-union and to remove two broken revere pedicle screws at s1. The breakages were found at the shank of both screws, but no other info could be obtained.